Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the ruby coil pusher assembly. The pusher assembly was kinked approximately 64.0 and 66.0 cm from the proximal end. The embolization coil was intact with the pusher assembly, compressed on the proximal end, and had offset coil winds throughout its length. Dried blood was observed on the embolization coil and in the introducer sheath. Conclusions: evaluation of the returned device revealed that the embolization coil was compressed on the proximal end and had offset coil winds throughout its length. This type of damage typically occurs due to forceful advancement of the ruby coil against resistance. The lantern mentioned in the complaint was not returned for evaluation, and the root cause of the initial resistance could not be determined. However, if continuous flush is not used during the procedure, blood in the lumen of the lantern may cause resistance when advancing the ruby coil. Further evaluation revealed the pusher assembly was kinked. This damage may have occurred due to forceful handling during advancement. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization in the mesenteric artery using ruby coils. During the procedure, the physician deployed and detached six ruby coils into the target vessel using a lantern delivery microcatheter (lantern). While attempting to advance a new ruby coil through the lantern, the physician experienced resistance after advancing about half of the ruby coil out of the lantern. Subsequently, the ruby coil would not advance further. After a few failed attempts to fully advance the ruby coil out of the lantern, the ruby coil was removed. The procedure was then completed using six new ruby coils and the same lantern. There was no report of an adverse effect to the patient.